Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing.unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's parent reported via phone call that they were changing the infusion set when noticed that the piston of the insulin pump does not move after completing the rewind. The customer¿s blood glucose level was not provided at the time of the incident. The customer did not troubleshoot. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.